Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that beside interrogation showed a replace system controller alarm on 29mar2026. Parameters and pump function appeared normal. Log files were sent for review. The event log file captured controller internal fault alarm flags associated with liquid-crystal display (lcd) communication controller fault flags. The events cleared and reoccurred several times. Motor function was not affected by these events. A system controller exchange resolved the alarms.